Manufacturer narrative:
A review of the device history record could not be performed because the lot number was not reported. The subject device is not available; therefore, functional testing as well as physical analysis cannot be performed. However, hemorrhage, perforation, stroke and neurological cascading effects in relation to stroke-related complication are known risks associated with endovascular procedures and are listed as such in the device directions for use (dfu). Therefore, an assignable cause of anticipated procedural complications was assigned to this event.

Event description:
The patient underwent a thrombectomy procedure of the right middle cerebral artery (mca) m1 segment. It was reported that symptomatic intracranial hemorrhage associated with a perforation occurred. Two hours post procedure the patient became comatose followed by decreased level of consciousness along with pupil immobility and left hand paralysis symptoms. A decompression craniotomy along with the thrombectomy was performed. The patient had residual effects but recovered. The physician believed that the perforation may be related to either the retriever (subject device), microcatheter or competitor guidewire. No further information is available.

Manufacturer narrative:
Subject device is not available.

Event description:
The patient underwent a thrombectomy procedure of the right middle cerebral artery (mca) m1 segment. It was reported that symptomatic intracranial hemorrhage associated with a perforation occurred. Two hours post procedure the patient became comatose followed by decreased level of consciousness along with pupil immobility and left hand paralysis symptoms. A decompression craniotomy along with the thrombectomy was performed. The patient had residual effects but recovered. The physician believed that the perforation may be related to either the retriever (subject device), microcatheter or competitor guidewire. No further information is available.